Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right coil migrated and perforated her uterus') and genital haemorrhage ('clotting') in an adult female patient who had essure (batch no. 762413) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, migraine, headache, allergic rhinitis, tonsillectomy, knee operation and dysplasia. Concomitant products included metronidazole (flagyl). In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("severe bloating"), back pain ("lower back pain"), urticaria ("random hives breakouts on her stomach"), urinary tract infection ("urinary tract infections") and migraine ("worsening migraines"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, abdominal distension, back pain, urticaria, urinary tract infection and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, genital haemorrhage, migraine, urinary tract infection, urticaria and uterine perforation to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to receiving the essure implant. Discrepancy noted in date of essure insertion: (B)(6) 2010. Discrepancy noted in date of essure removal: (B)(6) 2009. Scheduled for robotic assisted total laparoscopic hysterectomy on (B)(6) 2011. Discrepancy noted in date of essure removal: as per mr is (B)(6) 2012. She has had an essure tubal occlusion in 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: satisfactory placement and full occlusion of tubes. Diagnostic results: (B)(6) 2009: during the time of hsg test, it was discovered that her right coil had migrated and perforated her uterus. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter added, case became medically confirmed, lot no, other relevant history, patients details, concomitant drug added and rcc was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right coil migrated and perforated her uterus') and genital haemorrhage ('clotting') in an adult female patient who had essure (batch no. 762413-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, migraine, headache, allergic rhinitis, tonsillectomy, knee operation and dysplasia. Concomitant products included metronidazole (flagyl). In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("severe bloating"), back pain ("lower back pain"), urticaria ("random hives breakouts on her stomach"), urinary tract infection ("urinary tract infections") and migraine ("worsening migraines"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, abdominal distension, back pain, urticaria, urinary tract infection and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, genital haemorrhage, migraine, urinary tract infection, urticaria and uterine perforation to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to receiving the essure implant. Discrepancy noted in date of essure insertion: (B)(6) 2010. Discrepancy noted in date of essure removal: (B)(6) 2009. Scheduled for robotic assisted total laparoscopic hysterectomy on (B)(6) 2011. Discrepancy noted in date of essure removal: as per mr is (B)(6) 2012. She has had an essure tubal occlusion in 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: satisfactory placement and full occlusion of tubes. Diagnostic results: (B)(6) 2009: during the time of hsg test, it was discovered that her right coil had migrated and perforated her uterus. Lot number (762413) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right coil migrated and perforated her uterus") and genital haemorrhage ("clotting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), abdominal distension ("severe bloating"), back pain ("lower back pain"), urticaria ("random hives breakouts on her stomach"), urinary tract infection ("urinary tract infections") and migraine ("worsening migraines"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, abdominal distension, back pain, urticaria, urinary tract infection and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, genital haemorrhage, migraine, urinary tract infection, urticaria and uterine perforation to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to receiving the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: satisfactory placement and full occlusion of tubes (B)(6) 2009: during the time of hsg test, it was discovered that her right coil had migrated and perforated her uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.